Manufacturer narrative:
The asset return video system center was evaluated and the found to be producing an intermittent image as the turret would not rotate. Additionally, the unit was equipped with new type igniter and iris cable, the scope socket was noted to be intact and it functioned appropriately. The lamp was noted to have 100+ hours, the light and air output were within standard specifications. There was minor corrosion on chassis and top cover. The asset video system center was repaired and returned to inventory. Based on the evaluation results, the intermittent image issue was potentially attributed to the turret not rotating. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was made aware that during a service inspection, the asset video system center was producing an intermittent image. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03146. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to the following: problems with processors and light source devices, defective main kiln of the light source device, defective internal power supply of the light source device. Olympus will continue to monitor the field performance of this device.